Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced sustained hyperglycemia with device high glucose alerts and corroborating fingerstick readings exceeding 400 mg/dl after a recent meal; the user denied infusion set leakage or kinking, changed supplies per guidance, and later reported stabilization with one brief low followed by return to target. Symptoms included hyperglycemia without loss of consciousness, diabetic ketoacidosis, or need for assistance. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of back-up therapy. Investigation included product troubleshooting, review of device logs with the user, education on infusion site rotation, and review of a recent transition to a faster-acting insulin formulation. Investigation of this case revealed no confirmed device or component malfunction, with potential contributors including postprandial hyperglycemia, insulin pharmacodynamic changes associated with switching to fiasp, and infusion site variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.